Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6. (Type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions). A getinge field service engineer (fse) inspected the unit and identified a fault in the sensor extension. To address the issue, the fse replaced the fiber-optic sensor cable assembly (d012-00-1562). An operational inspection was performed in accordance with the inspection record sheet. The unit functioned as expected with satisfactory results, and no further issues were noted. The unit was returned to the hospital for clinical use.the following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept the failure analysis and testing dept. Received part with a reported unit failure of the trans-ray and the device only partially connected, and the arterial pressure waveform was abnormal.the fat performed a visual inspection and found the part to be in good condition.the fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No fault confirmed.retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp), the trans-ray and the device were only partially connected, resulting in an abnormal arterial pressure waveform. There was patient was involvement; however, no injury or harm occurred.

Manufacturer narrative:
Due to character limit: e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosae intra aortic balloon pump (iabp) had fiber optic malfunction. There were no patient harm or injury was reported.